Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after the implant of a sapien 3 valve by tf approach, there was difficulty experienced when attempting to withdraw the delivery system through the sheath. Upon removal of the sheath, a femoral artery dissection was seen. A peripheral stent was implanted and the event was resolved.

Manufacturer narrative:
Investigation is ongoing. Supplemental sent to correct device to delivery system.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional and dimensional evaluation could not be performed. Navigation of the device through tortuous anatomy can lead to suboptimal insertion/withdrawal angles, and can cause the delivery system to become non-coaxially aligned with the esheath. Although patient anatomical information was not provided, it is possible that the access vessel tortuosity caused the sheath and delivery system to become non-coaxially aligned during device removal. This may have caused the reported withdrawal difficulty. Additionally, the balloon must be fully deflated before it is removed through the sheath. Residual fluid left in the balloon after deflation can cause the balloon to have an expanded or abnormal profile. This can cause the balloon to become stuck at the end of the sheath or within the sheath during removal, causing withdrawal difficulty. Although a definitive root cause is unable to be determined, available information suggests that patient or procedural factors contributed to the withdrawal difficulty. During manufacturing, the balloons were 100% dimensionally and visually inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, double wall thickness, and visual defects. During final inspection, the device was 100% dimensionally inspected. The entire device was inspected for missing components, device damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were inspected for distorted/pinched folds, wrinkles, waviness, and fold lines. This manufacturing lot underwent product verification (pv) testing for physical defects or damage, balloon inflation and deflation time and pressure, and retrieval force of the delivery system through the sheath. These inspections and testing support that it was unlikely a manufacturing non-conformance that contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a potential adverse event associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the difficulty withdrawing the delivery system through the sheath may have been a contributing factor for the femoral artery dissection. Due to the unavailability of the device and any relevant imagery, the complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was unable to be confirmed. A review of the complaint history, DHR, and lot history revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, review of manufacturing mitigations further supports that the system has proper inspections in place to detect issues related to the complaint. A review of the complaint history reveals that the occurrence rate did not exceed the december 2017 control limits for the trend categories ¿withdrawal difficulty¿ and/or ¿vascular and access site related complications¿. No manufacturing non-conformities or IFU/training deficiencies were identified. No corrective or preventative action is required at this time.